Manufacturer narrative:
Upon further review, the device associated with this complaint is not PMA approved and is no longer considered reportable to the FDA. Device photo evaluation: visual analysis of the photographs identified: -capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Upon further review, the device associated with this complaint is not PMA approved and is no longer considered reportable to the FDA.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "replacement". Healthcare later reported capsular contracture, baker grade iii. This record is for the right side. Device has been explanted and replace with a non-abbvie device.